Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this item (0610102081) and the reported part and lot combination (0610102081/62195233). Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (0610102081/62195233) combination as of 4-dec-2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
Additional information provided from maude report mw5097470-1 additional information received from reporter on for report mw5097470. Reporter stated device failures with this specific device are hard to detect because the device is hard to see. Reporter stated she had a revision and the zimmer device was explanted. Reporter stated this device caused her multiple issues and believes it must have also caused problems for other people and feels something should be done.

Manufacturer narrative:
(B)(4). Mw5097470 received from mda medwatch program. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location in unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent cervical neck 1 level infusion from c5-c6 seven years ago. Patient claims the device was loose and moving and got displaced. Eroded a bone in the neck causing and osteophyte to form. Patient further claims the osteophyte/bone spur pushed on her esophagus causing scarring and injury. Patient also claims surgeon stated there was a significant amount of metallosis. Patient reports the type of material makes it hard to visual on an MRI, it appears to be a glowing star.